Event description:
Implant put in for breast reconstruction. Became infected and removed 2 days later. Entire breast area was red and inflamed. Yellow fluid was present. Implant was removed and sent to path.-gross only.